Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a very loud pop and lots of smoke were noted on the programmer during a procedure. The programmer also had rancid smell and will not turn on. The prm was already returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer does not boot and the printed circuit board was burned and shorted. All affected components were then replaced and the programmer passed all incoming tests. Laboratory analysis was able to reproduce programmer allegation.